Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown . Retainer ring=black. Customer returned pump due to alleged device heating up and was found on (B)(6) 2022. Unable to perform active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to consecutive failed battery tests occurring during testing. P-cap was attached and locked into place properly. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing, however, low battery (B)(6)2022 07:29 am-06:33 pm), power loss alarm (B)(6) 2022 07:45 am), replace battery alert (B)(6)2022 05:53 pm) on event date. This is unexpected and isolated to pcb1. The electronic assembly, battery tube was inspected and no anomalies noted. The following were noted during inspection: scratched case, cracked belt clip rails. Unable to confirm device heating up due to consecutive failed battery test. Failed battery test is confirmed and isolated to pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.